Event description:
The patient is an elderly female who presented to the hospital with severe headache for the last 2-3 days. She was hospitalized earlier this month with vertigo and underwent extensive evaluation including MRI/mra of the brain, which showed vertebral artery stenosis, which prompted a carotid and cerebral angiogram that was done by the neuro-interventionalist. It is positive for fibromuscular dysplastic changes bilaterally in the vertebral arteries. The patient was discharged home and is doing much better with regards to her vertigo, but developed intense headaches associated with nausea. She did present to the emergency room the day of the headache, was given IV compazine and benadryl and was sent home with the diagnosis of possible migraine, but she developed intense headaches again and presented to the emergency room. This time a CT scan was done and it showed a right temporal lobe acute intracerebral hematoma with 8 mm shift to the midline. She was seen by neurosurgery in the emergency room and was taken to the or the same day. She underwent a left frontotemporal craniotomy with evacuation of the hematoma. Tissue biopsy was also sent. She also has been seen by neurology for possible vasculitis. Currently, her headaches are much better. She has left sided weakness and neglect. She is on keppra for seizure prophylaxis, motor neuromonitoring to the regular floor now, tolerating regular consistency diet.the pathologist reviewing the biopsy slide noted that there was material in the cranial vessels and wonders if this material may be related to the original cerebral angiography and the patient's recurrent symptoms of headache.

Event description:
Caller reports the inform base was melted around the connector pins on the bottom. No adverse event reported. A request was made for the return of the base, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.